Manufacturer narrative:
Mechanical tests were performed on similar devices.

Event description:
Revision of right hip implant due to failure of dual press mechanism of femoral stem. There were no complications during surgery and the patient is doing well.